Event description:
This complaint is from a literature source. The following literature cite has been reviewed: squamous cell carcinoma following breast augmentation pmid: 1444131. Objective/methods/study data: objective: a clinical case. Methods: a case of a woman with squamous cell carcinoma apparently arising from an implant capsule 15 years after breast augmentation was presented. Lot, model and catalog number are not available, but the suspected mentor devices possibly associated with reported adverse events: 2100 heyer schutle (mentor) silicone gel implant. Concomitant other mentor devices that were also used in this study: no. Concomitant non-mentor devices that were also used in this study: no. Adverse event(s) and provided interventions: it was reported that a 52-year-old woman has developed capsular contracture in the left breast complicated by breast pain. As a result, the patient underwent bilateral explantation. During the explant surgery a left-side ruptured sebaceous cyst with 50 to 100 gm of sebaceous material and mass arising from the left breast capsule were identified, a left posterior capsulectomy was performed to remove the mass. The posterior capsule was sent for pathology. Based on the pathology results the squamous cell carcinoma of the left breast (capsule) was diagnosed. As a result, the patient underwent a radical mastectomy. It was also reported that the patient remains free of disease 12 month after mastectomy.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: after clinical/secondary review of this file performed on 15-nov-2022, it was decided to remove h6 health effect ¿ clinical code cancer (e1801) and replace it with breast cancer (e180101) to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) h6 health effect ¿ clinical code: replaced cancer (e1801) with breast cancer (e180101).

Manufacturer narrative:
On 23/sep/2022, mentor became aware of information that was mistakenly omitted from the initial report. The patient was 52 years old at the time of event. Furthermore, the device was implanted on or around (B)(6) 1976 and explanted on or around (B)(6) 1992. Manufacturer's reference number: (B)(4). Added patient age, date of implant and date of explant that were mistakenly omitted from the initial report.